Event description:
It was reported that the patient underwent an anterior l4-l5 fusion involving rhbmp-2/acs. Surgeon utilized a peek cage and mixed r hbmp-2/acs with allograft. Patient was diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. As a result, patient has required extensive medical treatment including an additional surgery on (B)(6) 2012. Patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007, the patient presented for anterior lumbar fusion using rhbmp-2 and biologics implants. Per op notes, ¿... The correct level of l4-l5 was identified. At this time of point, the disc was removed by incising the annulus at l4-l5 with a #11 blade knife and using rongeurs, curettes, and pituitaries to remove all disc material back to the annulus. Under fluoroscopic visualization, the endplates were removed and carried down to bleeding cancellous bony surfaces. ... Sequential distractions were used until the appropriate-sized implant was found. The pre-machined peek cage was then opened. The entire wound and disc space were irrigated out with copious amounts of sterile saline and antibiotics solution and hemostasis was excellent. Rhbmp-2 was prepared on sponges and packed into the cage. The 8-degree lordotic cage was then impacted into the l4-l5 interspace. Once the graft was positioned, we checked on ap and lateral fluoroscopy and found the interbody cage to be in the appropriate position. As such four screws were then placed, two superiorly and two inferiorly...¿ on (B)(6) 2008, the patient presented with complaint of pain over the left buttocks area that radiates all the way down to the left sole. Patient complained of some weakness and burning sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.